Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had her device explanted due to the battery flipping and that her "wires weren't in the correct spot". The device was not delivering continual stimulation and it would turn on and off. It was noted that at explant, nothing was explained to the patient or her family but was told she "did something wrong" but was not explained what that was. The patient was told that she could have another device implanted once her incision had healed. Her implanting doctor had moved and she was trying to locate another physician for a new implant. Further information was requested.